Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left-sided deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with an unspecified mentor saline breast implant and experienced postoperative left-sided deflation. The diagnosis was confirmed by physician upon examination. As a result, the patient¿s impacted device was explanted on (B)(6) 2019 and replaced by an unspecified mentor saline breast implant.

Manufacturer narrative:
On 9/3/2019, the mentor failure analysis lab received the device for evaluation. On 10/7/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, the device appeared intact. Leak testing was performed and it revealed a tear in the posterior view, measuring [approximately 0.5 cm. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, saline-filled implants may deflate due to fluid leakage. Causes of deflation of saline-filled implants include, but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact, stress or trauma to the breast, mechanical damage prior to or during surgery, valve malfunctions or tissue ingrowth into the valve, leakage from the fill tube, valve or injection dome (spectrum devices), underfilling or overfilling the implant (see product label), damage from surgical instruments, damage during fill tube removal, damage during the filling stage, closed capsulotomy, shell abrasion, capsular contracture, and origins which are simply unknown. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9/27/2019, mentor received the device for evaluation. The physical device was a 200cc mentor siltex round moderate profile saline breast implant. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).